Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.